Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the pneumatic block confirmed water ingress. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that water go into an astral device and the device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.